Manufacturer narrative:
No service on the ventilator was requested and no ventilator logs were provided. Further information was received from the user facility that they have used the ventilator in tandem with a hfjv device. It was also stated as a clarification that the reported pulmonary hyperinflation occurred once the patient had switched to hfjv with a ventilator device from another brand. The reported tandem use of a hfjv implies that the hfjv ventilator is connected to an et tube adapter and it induces a ¿jet¿ of gas out of the adapter into the airway. If gas is added to the patient circuit by a device other than the ventilator, making the expiratory volumes larger than the inspiratory volumes when leakage compensation is turned on, it may cause inaccuracy in the gas delivery. The use of a hfjv device in tandem with the servo-u ventilator has not been tested, approved, or recommended for use with this ventilator system. Therefore the consequences of its use with our ventilator are unknown. There are no indications of a ventilator malfunction.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the patient could not be adequately ventilated in the prvc (pressure regulated volume control) mode of ventilation and the patient suffered increased co2. The patient was then switched over to hfjv (high frequency jet ventilation) while using peep of 14-15 cmh2o but the patient was hyperinflated. The final patient outcome is unknown. Manufacturer's ref. #: (B)(4).